Manufacturer narrative:
Updated: b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after final release of the valve, a dislodge occurred while retracting the delivery catheter system (dcs). Most likely the nose cone of the dcs caught the frame of the valve and caused a dislodgement. A second valve was loaded but was never attempted for use, due to the patient suddenly experiencing no blood pressure. Transesophageal echocardiogram (tee) showed a left ventricle perforation. The team quickly converted the procedure to open heart surgery. The dislodged valve was explanted. No additional adverse patient effects were reported. Additional information as received indicating that, per the physician, the delivery catheter system (dcs) and valve did not cause or contribute to the perforation. It was reported that the perforation was likely caused by pushing on the non-medtronic (innowi) guidewire. Per the physician, the dislodgement was caused by pushing the guidewire back into the left ventricle too early, before the dcs nosecone was inside the inflow. It was noted that the right femoral artery was used as the access site and a pre-implant balloon aortic valvuloplasty (bav) was performed. Additional information was received that patient died days after the procedure due to an unspecified cerebral event. The cause of the cerebral event and subsequent death were unknown.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after final release of the valve (B)(6), a dislodge occurred while retracting the delivery catheter system (dcs). Most likely the nose cone of the dcs caught the frame of the valve and caused a dislodgement. A second valve (B)(6) was loaded but was never attempted for use, due to the patient suddenly experiencing no blood pressure. Transesophageal echocardiogram (tee) showed a left ventricle perforation. The team quickly converted the procedure to open heart surgery. The dislodged valve was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-29, serial (B)(6) , ubd: 12-mar-2025, UDI(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: a medical safety assessment was performed and based on the information provided, the event of valve dislodgement was likely related to interaction of the nose cone of the delivery catheter system (dcs) with the valve as the dcs was removed. The hypotension was likely related to the left ventricle perforation that was reported to have been caused by pushing the non-medtronic guidewire. Open heart surgery was required to treat the perforation. The cause of the cerebral event and death were unknown. It is possible that open-heart surgery to treat the perforation could have contributed to the cerebral event and death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: vascular injuries, such as perforation, are known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects. No procedural images were received for review. The reported event indicates that after final release of the valve ((B)(6)), a dislodge occurred while retracting the delivery catheter system (dcs). Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut IFU, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Per the physician, the dislodgement was caused by pushing the guidewire back into the left ventricle too early, before the dcs nosecone was inside the inflow. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received indicating that, per the physician, the delivery catheter system (dcs) and valve did not cause or contribute to the perforation. It was reported that the perforation was likely caused by pushing on the non-medtronic (innowi) guidewire. Per the physician, the dislodgement was caused by pushing the guidewire back into the left ventricle too early, before the dcs nosecone was inside the inflow portion of the valve. It was noted that the right femoral artery was used as the access site and a pre-implant balloon aortic valvuloplasty (bav) was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.